Manufacturer narrative:
Received one used ch3187 bifuse add-on set connected to one used ch-14 and various mating devices. No defects or anomalies on initial inspection. The ch3187, ch-14, and mating devices were leak tested per product specifications. There was leakage from the spiros connection to the ch-14. The ch-14 and spiros from the ch3187 were disconnected and a stick down was found on the chemoclave of the ch-14. The ch3187 was leak tested again without the ch-14. There was no leakage. The complaint of leakage could not be confirmed on the ch3187. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. D9 date returned to mfg: 10/27/2025. Additional reporter information: (B)(6). Corrected information can be found in e1.

Event description:
The following device: 15" (38 cm) appx 5.2 ml, bifuse add-on set w/bag spike, spiros¿, 3 clamps (blue, red, white), dry spike adapter reportedly leaked at the spiro during a patient's (second) cisplatin infusion. It was stated in the report that paclitaxel infusion was ok initially before the leak during the second infusion. There was no bleed back reported. There was no patient harm nor any delay in critical therapy.

Manufacturer narrative:
Although multiple attempts were made to obtain the device, it is not available for investigation at this time. The complaint investigation is still pending.